Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device was not able to confirm the complaint since the involved mating device was not returned for a functional test. Additionally, the leading screw threads were stripped and flattened. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4) 2) date of manufacture: 29-aug-2022 3) any anomalies or deviations identified in DHR: a manufacturing record evaluation was performed for the finished device product code 130764138 and lot number d22082587, and no non-conformances were identified. 4) expiry date: 31-jul-2027 5) IFU reference: msaw90930 device history review ==> a manufacturing record evaluation was performed for the finished device product code 130764138 and lot number d22082587, and no non-conformance were identified. Corrected: d3, g1, h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperatively the glenosphere was not possible to screw onto the metaglene. The glenosphere´s recently new designed shorter screw made it difficult to handle. Another glenoshere available and surgery was completed as intended. Surgery prolongation about 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.